Event description:
Patient's infusions are taking twice as long as they should. Sending new pump in case its due to that. No missed doses. No adverse events. Unknown if pump available for return. Serial number not provided.